Event description:
The customer reported that the 9800 system monitors were not working. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.